Manufacturer narrative:
Device not returned. (B)(4).

Event description:
It was reported that a patient presented a remote transmission after receiving a patient notification alert for high, out of range high voltage lead impedance. No other electrical anomalies were noted. Patient is stable and will continue to be monitored.